Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: during preparation it was observed that the connector on venous line was cracked. The crack was noticed before it was connected to the patient. No injury reported.